Manufacturer narrative:
Investigation summary: the event product was returned for evaluation. Upon inspection, it was noted that the black plastic tube was not fixed on the ring. Although the root cause could not be confirmed, corrective and preventive actions were implemented to mitigate this type of event. After evaluation by engineering, the event is deemed not reportable as it is unlikely to cause or contribute to death or serious injury. If additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
During the removal of a myoma, the black plastic deployment arm detached from the sb534 specimen bag. The user retrieved the black piece of plastic. No patient injury, surgical delay or extended hospital stay was reported.